Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient was admitted for a tracheostomy and the physician observed an infection in the neck related to the implant. The patient recently was implanted on (B)(6) 2016. The design history records were reviewed for the implanted lead and generator and both devices were hp sterilized prior to distribution into the field. No additional relevant information has been received to date.